Manufacturer narrative:
E1:(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
The patient reported with ketones (1.6 mmol/l) along with high blood glucose levels (500 mg/dl) which was treated by pen, pump in manual mode and reported infusion set was bent on (B)(6) 2026.